Event description:
Supplemental report is being submitted due to the completion of the investigation on 09-oct-2025.

Manufacturer narrative:
From description of event "customer reported to the district manager of having product malfunction." Multiple attempts were made to determine issue reported. From additional information provided "they said that staff stated it malfunctioned and when they followed up with staff they could not remember.. Therefore, with limited information provided this file will capture issue reported of "malfunction" as unable to deploy stent smoothly. If information should become available at a later date this file will be updated accordingly. Device evaluation the evo-fc-10-11-6-b device of lot number c2272065 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause can be attributed to difficult patient anatomy and/or device handling. It is possible that difficult anatomy caused compression or exerted pressure on the introducer resulting in the product malfunction reported and preventing deployment of the stent. It is also possible that the catheter kinked during device preparation or during advancement due to a tortuous path and prevented deployment of the stent. However as the device was not returned for evaluation the cause of this complaint could not be conclusively determined. Attempts were made to gain more information regarding this event however no new information was received, the customer could no longer remember . Should more information become available at a later date, the complaint can be reopened and updated. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reported, the evo-fc-10-11-6-b device malfunctioned. The patient did not have extended stays as a result of this occurrence investigation findings conclude that a possible root cause can be attributed to difficult patient anatomy and/or device handling. The complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations: a patient of undisclosed gender and age underwent an unspecified procedure in which the evolution biliary controlled-release stent, g23134, was used. Customer reported to the district manager of having product malfunction.